Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue found that the k6a valve was not working properly. In order to solve the issue, the fse replaced the valve and then performed a pm, a full calibration, and tested the unit. The fse also stated that all other parts were used for troubleshooting. The unit worked to the manufacturer¿s specs and was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) failed safety disk leak test. There was no patient involvement.